Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got a few no delivery alarms on the insulin pump. Customer stated that the alarm only occurs on the third day when the reservoir is at 1.4 or 1.6. Customer stated that he has used his sites and infusion sets. Customer stated that since january, he has called multiple times in the last few months about no delivery alarms. Customer stated that prior to (B)(6), he never received one. Customer's blood glucose was 201 mg/dl at the time of the incident. Customer stated that he has done troubleshooting and found no bent cannulas. Customer has tried shorter cannulas. Customer stated that he has tried all remedies. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.